Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1a4w8, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when the healthcare provider (hcp) was moving from stage 1 to stage 2 they pulled on the lead too hard and de-gloved the insulation off the lead. A replacement lead was used with no resulting adverse events to the patient and correct placement subsequently. Later on date notified it was clarified that the on the contacts and below the contacts the insulation was pulled off, leaving a bare wire. A replacement lead was used and the patient is feeling stimulation correctly at .8v. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1a4w8, product type: lead. (B)(4).

Event description:
A manufacturer representative (rep) reported the hospital kept the leads and they had no print outs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.